Manufacturer narrative:
One oximetry catheter was returned for evaluation. The customer report of leakage issue was confirmed. There was a leakage from the optical module connector due to an interlumen leakage in the backform between distal lumen and optical lumen. A cut down of the backform was performed and a gap was observed inside the backform between distal and optical fiber lumen that could lead to interlumen leakage. Other through lumens were patent without any leakage or occlusion. No other visible damage was observed from the catheter body. The device history record review was completed and all manufacturing inspections passed with no non-conformances. An engineering evaluation was initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Based on the available information there is no evidence that supports or confirms the failure mode is associated to a manufacturing/design defect. As part of the manufacturing process 100% of the units go through a dry leak test.

Manufacturer narrative:
The device evaluation is anticipated. A supplemental report will be forthcoming when the investigation is completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that during use of the oximetry catheter, after the patient had been transferred to the ICU, the catheter was found to have saline, unknown medication and a small amount of blood leakage from the optical module connector. The unknown leaked medication was serous. During orthopedic surgery in the operation room, the patient went into cardiac arrest and this oximetry catheter was inserted to the patient along with extracorporeal membrane oxygenation (ECMO). The patient condition is under treatment. No catheter replacement was performed. No patient injury occurred and no additional treatment was required due to this leakage issue.